Event description:
Pt had retrograde im nail on (B)(6) 2025 with depuy synthes retrograde femoral nail advanced (rfna). Pt returned to clinic on (B)(6) 2025 with prominent screw, significantly backed out on x-rays. Returned to operating room on (B)(6) 2025 for screw exchange and placement of locking 14 mm nut that threads onto the screw. Too early to just remove the screw because of limited fracture healing by this point. Pt returned to clinic on (B)(6) 2025 with locking nut and screw disengaged, and screw partially backed out. Informed patient and husband of findings. Pt and family extremely upset over multiple surgeries. Third surgery performed on (B)(6) 2025 for left femur removal of hardware, revision of im nailing. Screw 5.0 x 38mm 04.045.038 lot#8681p24. Reference report: mw5169307, mw5169308, mw5169309, mw5169310, mw5169311, mw5169312.